Event description:
It was reported that during semi-annual pm the cardiosave intra-aortic balloon pump (iabp) drive manifold test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be send upon completion of investigation.